Event description:
Spinal surgery performed in 2006. Non-fusion and broken screws were observed. Revision surgery performed in 2007 to replace plate and screws.

Manufacturer narrative:
Product labeling indicates nonunion (pseudarthroses) and fracture of the implant as possible adverse effects. Product labeling (warnings) also indicates that devices are not designed to withstand the unsupported stress of full weight bearing or load bearing, and cannot withstand activity levels and/or loads equal to those placed on normal healthy bone. If healing is delayed or does not occur, the implant could eventually break due to metal fatigue.